Manufacturer narrative:
A ge service rep performed an on site investigation. The ic chip on system interface board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would lock up and display a communication error. There is no report of death or serious injury.